Event description:
It was reported the patient¿s implantable neurostimulator (ins) needed to be replaced. The reporter stated they wanted to know if the patient¿s current recharger would work with a new ins. The reporter further stated they did not know if the replacement was due to normal battery replacement. Additional information received reported the ins was being replaced due to normal battery depletion. It was noted the patient¿s ins was being replaced tomorrow. The reporter stated they did not have much information about the date the patient first experienced symptoms. The reporter further stated they were sent information about the patient explaining the ins reached end of life (eol) from another manufacturing representative. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3998, lot# v015626, implanted: (B)(6) 2007, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).